Event description:
The rn went to empty the collection chamber into the collection bag of the dialysis set. The contents dumped to the floor because the chamber had broken away from the bag. The entire dialysis set needed to be changed.